Manufacturer narrative:
Films review summary: the exact cause of the iliac artery rupture could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. CT¿s returned from 8 years post-implant revealed that an aneurx stent graft system had been implanted in the patient and the left common iliac artery had ruptured. The bifurcate appeared to have migrated as it was positioned ~3cm below the renal arteries. Contrast was seen around the proximal od; however, no clear proximal type I endoleak was visible within the proximal aaa sac. The contra limb and left iliac limb were positioned into the distal portion of the left common iliac artery, and beginning just distal to the left limb the common iliac artery had ruptured laterally along a 15mm length segment of the rcia. No calcification, thrombus, or tortuous anatomy was observed near the rupture site, and no other stent graft issues observed. Analysis of the returned films did not reveal any anatomical or stent graft characteristics that could explain the observed iliac artery rupture. It is possible that disease progression may have led to the vessel becoming fragile and eventually rupture. The cause of the observed migration of the bifurcate was also likely due to diseases progression. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported that, approximately 8 years post index procedure, the patient was presented with lower left quadrant pain. A CT scan indicated a rupture of the left common iliac artery. Intervention was carried out on the same day with the insertion of endurant stent grafts and the issue was resolved. Per the physician, the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.